Manufacturer narrative:
This report is being submitted as additional information was received that this cardiac resynchronization therapy pacemaker (crt-p) system was reprogrammed. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited loss of capture (loc) in the bipolar configuration on the right ventricular (rv) lead. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this crt-p system was reprogrammed. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited loss of capture (loc) in the bipolar configuration on the right ventricular (rv) lead. No adverse patient effects were reported. This rv lead remains in service.